Event description:
Additional information received indicated that the patient's right atrial (ra) lead was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Additional information received indicated remote transmissions revealed that the right atrial (ra) and right ventricular (rv) leads exhibited additional noise episodes. The patient was asymptomatic. No intervention was reported.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2020-11703. It was reported that the patient presented remotely. Review of the remote transmissions revealed that the right atrial (ra) and right ventricular (rv) leads exhibited noise. No intervention or patient consequences were reported.